Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the specific medication was unable to be pulled out on the medstation. A technical support specialist restarted rss (remote support service) service, and sha 2 cert installer (build 1). The tss then tried to dial into the application, database and report server and found the error that tls was disabled, instructed the customer to contact their information technology team to enable the tls service to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server user was unable to pull out a specific medication. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server user was unable to pull out a specific medication. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.